Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that patient faced infusion set adhesive issue on (B)(6) 2026. Patient reported that the infusion set tape was not sticking, and the set had become untaped. No further information available.